Event description:
It was reported that, following a discussion with the operating room team, the resectoscope was not used due to a vision issue. Specifically, the following assembly: 30° optic, ref. 27325 ba resection handle, ref. 27040e0 sheath, ref. 27051xa irrigation sheath, ref. 27051pl does not allow the optic to be flush with the edge of the sheath, resulting in a truncated image. No negative impact in state of health reported. Cross reference MDR 9610617-2026-907, cross reference MDR 9610617-2026-908, cross reference MDR 9610617-2026-909.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).